Event description:
Additional information was received from a consumer. The patient reported first experiencing the body rejecting the pump in (B)(6) 2015. The patient experienced an infection in the site and then had repeated fluid build-up around the pump after the infection was resolved. The pump worked fine, but the body rejected the foreign object after the infection. Some fluid was around the area before the infection was detected, but much more was there after the infection cleared. The patient may try the pump again at a later date.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implanted pump for intractable spasticity and cerebral palsy. Concomitant medications and the patient's relevant medical history were not reported. The pump was operational, but the patient's body rejected the foreign object. The pump was removed on (B)(6) 2015. Additional information has been requested regarding diagnostics performed, the event date, and the name of the drug in the pump at the time of the event, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from the healthcare provider indicating that the pump was being used to deliver gablofen 500 micr ograms per milliliter (mcg/ml) at 210.0 mcg/day. The therapy start date was (B)(6) 2015. The patient was first determined to have been rejecting the pump (B)(6) 2015. The patient experienced redness at the incision, effusion around the pump, and fever associated with the event. There was diligent wound care and intravenous antibiotics administered. The symptoms associated with the assertion that the patient's body was "rejecting the pump" did not resolve. The pump was infected.